Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient temperature (pt) was 32.2c, targeted temperature (tt) was 33c, water temperature (wt) was 26.8c, flow rate (fr) was 3lpm. Guided to diagnostics, system hours 2583, pump hours 2366, water level 5. Stopped therapy, drained pads, emptied 500ml of water from right side drainage port. Nurse was in a hurry, so they asked they call back if the water temperature (wt) did not increase or they get any additional alerts/alarms. No further calls from that account. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: f, g, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after a few attempts they were able to reach them, who was also working with that patient. They reported an alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 32.2c, targeted temperature (tt) was 33c, water temperature (wt) was 26.8c, flow rate (fr) was 3lpm. Guided to diagnostics, system hours 2583, pump hours 2366, water level 5. Stopped therapy, drained pads, emptied 500 ml of water from right side drainage port. Nurse was in a hurry, so they asked they call back if the water temperature (wt) did not increase or they get any additional alerts/alarms. No further calls from that account.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after a few attempts they were able to reach them, who was also working with that patient. They reported an alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 32.2c, targeted temperature (tt) was 33c, water temperature (wt) was 26.8c, flow rate (fr) was 3lpm. Guided to diagnostics, system hours 2583, pump hours 2366, water level 5. Stopped therapy, drained pads, emptied 500ml of water from right side drainage port. Nurse was in a hurry, so they asked they call back if the water temperature (wt) did not increase or they get any additional alerts/alarms. No further calls from that account.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800548 revision 2 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after a few attempts they were able to reach them, who was also working with that patient. They reported an alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 32.2c, targeted temperature (tt) was 33c, water temperature (wt) was 26.8c, flow rate (fr) was 3lpm. Guided to diagnostics, system hours 2583, pump hours 2366, water level 5. Stopped therapy, drained pads, emptied 500ml of water from right side drainage port. Nurse was in a hurry, so they asked they call back if the water temperature (wt) did not increase or they get any additional alerts/alarms. No further calls from that account. Per follow up information received via phone on 04mar2025, spoke with the nurse, who confirmed the sn was (B)(6). Once water was drained, water temperature increased, and therapy completed. Device remained in service.